Event description:
Additional information indicates that this patient was scheduled for defibrillation threshold (dft) testing as they were not performed during original device implant. It was reported that nine total shocks were performed during the testing. The first shock was a 41 joule shock which resulted in a error code. The patient was successfully converted; however, the returned impedance measurement was greater than 145 ohms. All subsequent shocks were successful a converting the patient and the impedance measurements continued to decrease with the lowest being 102 ohms. Boston scientific technical services (ts) recommended lead replacement due to the error code and an impedance measurement of greater than 145 ohms. At this time, no additional intervention has been performed. The physician plans to continue to monitor as usual. This product remains in-service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The patient underwent a device changeout for normal battery depletion and a new cardiac resynchronization therapy defibrillator (crt-d) was placed. The lead continued to exhibited high impedance measurements. No defibrillation threshold (dft) testing was performed. The physician elected to increase the impedance range to 150 ohms and continue to monitor. No adverse patient effects were reported. This lead remains in-service.